Event description:
A consumer reported they believed "it" wasn't working correctly. The patient had had a return of bladder leakage, incontinence, retention and frequency symptoms for a couple of months. The reporter thought the patient needed a new battery. The healthcare provider reportedly indicated that the device would only last 3 years and it was past that. At the time of the report the patient was seeing "the numbers" on their patient programmer. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.